Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Serial number: unknown/not provided. Catalog#: a complete catalog# is unknown as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI# is unknown as product serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device manufacture date: unknown as serial number was not provided. Device evaluation: product testing could not be performed because the product was not returned. The complaint event could not be confirmed. Manufacturing record review: a manufacturing record review could not be conducted as the serial number was not provided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts were made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a posterior capsule tear noted after the intraocular lens (iol), a model pcb00v, was implanted in the eye. The lens was removed and replaced with 3-piece lens. There was no patient injury reported. No further information provided. This report will capture information for second lens. A separate report is being submitted for the first lens.